Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that leakage occurred with a bd 50ml syringe luer-lok¿ tip. This occurred on 32 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that since switching from the 60 ml syringes to the 50ml syringes they are having trouble with leaking.